Event description:
It was reported that the trocar broke on the sterile field. Multiple attempts were made to obtain additional information. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to Stryker Sustainability Solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed.The complaint device was not returned for evaluation, therefore, the reported event was not confirmed. A review of the DHR could not be performed as the lot number was not reported.Stryker procedure(s) support(s) that the device was unlikely to have been released from Stryker with the reported failure mode.Therefore, the most likely root causes are:- Excessive force applied.- Contact with hard object or other improper handling.- Insufficient structural integrity.- Shipping/handling damage or extreme conditions.The Instructions for Use (IFU) state:- Damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use.- Do not use excessive force.- Careful handling of instruments is necessary to avoid damage or breakage.- Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to Stryker Sustainability Solutions if it is not in acceptable condition for surgery.- A comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments.The reported event will continue to be monitored through post-market surveillance.Should the complaint device be returned, the investigation will be reopened.